Event description:
According to the distributor's report, a physician called to inquire about the adhesive contacting a pt's eye. The physician was treating a periorbital laceration, when the device inadvertently dripped into the pt's eye. The eye was flushed immediately, and the pt was referred to an opthamologist. The physician was concerned because the injury that caused the laceration may have caused some corneal damage (not device related). Attempts to the follow-up on the pt's status were not successful. No further info is reported.